Event description:
It was reported that a spectrum pump had an upstream occlusion alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom upstream occlusion alarm. Evaluation found the lower sensor of the upstream sensor assembly to be out of specification. Evaluation found the cause of the constant upstream occlusion alarms to be caused by contamination due to fluid intrusion. The upstream sensor was replaced to correct this condition.